Event description:
It was reported that the patient presented after magnetic resonance imaging (MRI) procedure. It was noted that the implantable cardioverter defibrillator (ICD) was in backup mode. Programming changes were made to resolve the issue. The patient was in stable condition.

Event description:
New information received indicates that the implantable cardioverter defibrillator (ICD) system was magnetic resonance (mr) conditional. The magnetic resonance imaging (MRI) setting was enabled, and the mr procedure was followed by the physician.